Manufacturer narrative:
(B)(4). The patient required an additional procedure to replace the device as a result of the product problem. This MDR is being filed after the associated complaint was reviewed under remediation protocol cap008, complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the patient had a percutaneous nephrostomy exchange and the device separated at the hub. The patient returned and the device was removed from the patient. Another identical device was used to complete the procedure. No patient harm was reported as a result of this product problem.